Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "red cell - under infusion." According to customer: "under infusion - blood remaining in bag at the end of the infusion. Principal critical care technologist in (B)(6) received complaints from in house that eight blood transfusions had issues since last (B)(6) 2020. These issues were investigated by the (B)(6), no issues were found to exist, however, b braun had not been contacted until 18-may-21 about any of these issues. The issue occurs with red cells and there is no line issues to report. In each case the transfusion is connected, volume is put into the pump for 3.5 hrs. The rates are calculated and at the end the pump indicated that the volume is complete but there is fluid left in the bags. Information on each case requested. Asset 326254 was the pump involved. 283 mls of red cells. Transfusion to be given over 3.5 hours. Rate set at 80.86 ml/hr. End of transfusion approximately 200 mls remained in bag. Issue occurred (B)(6) 2020 on (B)(6). Administered by nursing staff. No patient harm.